Manufacturer narrative:
Cynosure clinical confirms no patient injuries occurred. The device history record confirms that the product passed and met all requirements before releasing. Fse saw the footpedal hose twisted and pressed, therefore causing the device to continuously fire. Handpieces also had intermittent recognizing problems and laser beam was not stable. Cable replacement was shipped to resolve the customer site issue. Due to the site reporting an unintended discharge of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that picosure pro device was not going into ready mode so site reached out to cynosure technical support for assistance. A field service engineer (fse) arrived onsite to help site with their device problem. During evaluation, fse observed laser would sometimes continue to fire even after foot pedal was released.